Event description:
A review of service data detected a reportable event. Upon servicing battery charger sn (B)(4), the charger was unable to recognize a battery pack. The last patient to use this charger did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. Upon investigation the battery charger/modem was unable to recognize inserted battery packs. The cause for the failure was an improperly seated battery board. The root cause for the improperly seated board was unable to be positively determined, but may have been caused by physical abuse. No adverse event resulted from the defective battery charger/modem. The last patient to use this charger did not report any deficiencies.